Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5165737/7078438.

Event description:
It was reported that the patient had an infection at the ipg site. It was unknown what caused the infection but it was not device-related. The patient underwent an explant procedure and the explanted devices were discarded.